Event description:
It was reported the patient experienced a lack of effect, being dizzy and constantly falling since implant. The patient had previous surgeries due to lead moving. The hcp had informed the patient that the battery had 'corroded'. No further outcome was reported. Additional information has been requested, a follow-up will be submitted if additional information becomes available.